Manufacturer narrative:
Concomitant medical product: dtma1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead were explanted due to a pocket infection. The right ventricular (rv) lead and right atrial (ra) lead were capped. A replacement leadless implantable pulse generator (ipg) was implanted. No further patient complications have been reported as a result of this event.